Manufacturer narrative:
The device has been received for evaluation, however, testing is not yet complete.

Event description:
The event occurred on an unspecified date, involving a plum 360 infusion pump which the customer reported an infusion error occurred; the device was programmed to deliver an unspecified medication at the rate of 1000mls at 200ml/hr at 03:30. The device alarmed at 05:30 saying kvo (keep vein open) however only a small amount had been infused. The patient stated that the machine did not alarm in between 03:30 and 08:30. Rate and length of time were correct (5hrs, 200ml/hr = 1000mls). There was no report of patient injury or medical intervention as a consequence of this event.

Manufacturer narrative:
The plum 360 infusion pump was returned for evaluation and observed to be in good physical condition. The device alarm logs were downloaded and reviewed and no relevant alarms were seen in the history. Pump passed full product validation testing (pvt). Prior to the 2021-09-06 03:14:27.435 bst 200ml/hr ¿ 1,000 ml infusion there were two other 200ml/hr ¿ 1,000 ml therapies programmed and started in the previous week. There was a 200ml/hr ¿ 1,000 ml therapy programmed and started on 2021-09-05 22:06:26.983 bst. This therapy ran to completion in the scheduled 5 hours, completing at 2021-09-06 03:07:37.475 bst. This therapy experienced a proximal air in line alarm at the start. The proximal air condition was cleared with back-priming and then ran to completion without interruptions. There was a 200ml/hr ¿ 1,000 ml therapy programmed and started on 2021-09-05 16:57:14.004 bst. This therapy ran to completion in the scheduled 5 hours, completing at 2021-09-05 21:56:49.968 bst without interruption. The customer¿s complaint was not confirmed. The pump operated as intended. No probable cause could be determined.